Event description:
It was reported that after replacing the cannula at the patient's home, the cuff was found to be deflated. Air was pumped again, but there was still an air leak. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: one used decontaminated sample was returned for investigation. Under visual inspection the sample appeared to be in good condition. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was found that the cuff was leaking. We inflated cuff by a syringe filled with air and we put returned device under water. Air leak was detected from cuff. We found a hole. Due to fact that cuff leak was not observed prior to use it is the most probable that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. No trend of similar customer complaints was identified. A device history record could not be completed as no lot number was received.